Manufacturer narrative:
Pending engineering evaluation.

Event description:
Patient had tsa on (B)(6) 2014. Glenoid failed between surgery date and (B)(6) of 2014. Patient had revision surgery on (B)(6) 2015, which was converted to a reverse shoulder.